Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens and the lens tore. The lens was removed without enlarging the incision. Another lens was inserted. No suture was required. No patient injury.

Manufacturer narrative:
H6. Evaluation codes: results - (other): visual inspection of the returned product showed that one lens haptic is torn off and the lens optic is torn in half. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.